Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This device is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a vad coordinator at a us site that she received a page from the patient's wife stating the patient woke up at 10:00am today complaining of intense headache. He then started to experience weakness/paralysis in his left arm/leg. The patient's wife called ems and paramedic team had arrived just a few minutes prior to vad coordinator calling patient's wife. Ems transported the patient to (B)(6) ER as a stroke alert. Patient unresponsive on arrival to and had respiratory arrest. Patient emergently intubated and being transported to CT stat. CT consistent with hemorrhagic event and neurosurgery stat consult. Neurological status continuing to decline quickly and patient with very poor prognosis and patient's wife expressed patient would not want heroic measures or to continue on lvad support if he ever suffered a neurological injury such as this. Decision made to withdraw and make patient dnr. Support was withdrawn and the patient expired on (B)(6) 2015.